Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that the down arrow button stopped responding. The patient confirmed there were no holes or tears in the keypad. The patient reportedly wore the pump on the outside of clothing and did not clean the pump.

Manufacturer narrative:
(B)(4): testing confirmed the down button is unresponsive. The keypad was torn and was removed for investigation. Contamination was found under all button contacts.